Manufacturer narrative:
Omit : a1601 - device alarm system (1012). Additional information : imdrf annex a, g codes and manufacturer narrative. The root cause for the reported issue of a system error, device won't power down by pressing channel off key was not determined. The reported issue that there was a system error, device won't power down by pressing channel off key could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported the pcu displayed message "battery less than 30 minutes", shortly after "less than 5 minutes". The nurse plugged in the device, was troubleshooting it and changed the pcu. It was then noted that a "red error message" displayed, not sure if it was channel error or system error, and device wouldn't power down by method of pressing channel off key on pump module. The pump was removed from service and while the device was in the hallway, it powered down. It was then plugged in, powered on, and did not see battery replacement message. The device was programmed without alarm or issue. The hospital's clinical engineering reported that all batteries at the facility were replaced in last 6 months. However, it was reported that there was an ongoing issue wherein the devices not plugged in to power source and then then the battery alarms. It was also reported that the storeroom has power strip and observed devices were plugged in during storage. Furthermore, there were reports that the issue is mainly while in patient rooms, staff stated that there are no access to power outlets while patient is in the bathroom, as in this case patient was using bathroom when battery message came on. There was patient involvement but no patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported the pcu displayed message "battery less than 30 minutes", shortly after "less than 5 minutes". The nurse plugged in the device, was troubleshooting it and changed the pcu. It was then noted that a "red error message" displayed, not sure if it was channel error or system error, and device wouldn't power down by method of pressing channel off key on pump module. The pump was removed from service and while the device was in the hallway, it powered down. It was then plugged in, powered on, and did not see battery replacement message. The device was programmed without alarm or issue. The hospital's clinical engineering reported that all batteries at the facility were replaced in last 6 months. However, it was reported that there was an ongoing issue wherein the devices not plugged in to power source and then the battery alarms. It was also reported that the storeroom has power strip and observed devices were plugged in during storage. Furthermore, there were reports that the issue is mainly while in patient rooms, staff stated that there are no access to power outlets while patient is in the bathroom, as in this case patient was using bathroom when battery message came on. There was patient involvement but no patient impact.